Manufacturer narrative:
The returned guide wire was missing its distal segment; it was fractured at approximately 12mm distal to the mid solder designed to be at 28mm from the wire tip. Microscopic observation of the fracture site found that the coil wire and the core wire were fractured at the same location. Proximal to the fracture end, the coils were found tightened due to excess torsion. To observe the core fracture end, the coil wire was removed. The core was found fractured at the distal solder of the inner coil wire located 7.5mm from the wire tip. Coil pitch of the inner coil wire was disarranged due to accumulated torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Referring to known incidents and investigation outcome, it was presumed that torsion exceeding the product's design limit was inadvertently applied when the wire tip was being trapped possibly in the lesion; the excess stress had contributed to fracture of the coil wire. While there might be resistance between the guide wire and the concomitant balloon catheter for an undetermined reason, the core wire became fractured and separated as it was pulled together with the balloon catheter upon removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Manufacturer narrative:
Asahi intecc has determined that the date recorded "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device evaluation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Production records review found no indication of product deficiency. Referring to known incidents, it was presumed that the coils of the guide wire were likely disarranged or become loose due to continuous wire manipulation applied when the guide wire was being trapped possibly in the target lesion, or the tip of the concomitant balloon catheter might be deformed due to anatomy. The likely deformed coils or the catheter tip could affect sliding ability and increase resistance between the two devices, causing the guide wire stalled inside the lumen. Upon removal of the balloon catheter, the guide wire was probably pulled together with the balloon catheter and eventually become separated in the rca. Instructions for use (IFU) states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
According to the user facility report filed to the (B)(6), a (B)(6) year old patient was hospitalized for chest pain and discovered of acute st coronary syndrome. Achievement of angioplasty was made by coronarography. During the intervention, when removing the concomitant balloon catheter, separation of the end of the subject guide wire occurred in the right coronary artery of the patient. Although attempted, the separated wire could not be retrieved from the anatomy. As there was a thrombotic risk, coronary bypass grafting was performed on (B)(6) 2019.